Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with slightly loose drive support disk. Insulin pump received missing end cap sticker, minor scratches on lcd window, reservoir tube window, cracked case at display window corners, reservoir tube lip and battery tube threads.

Event description:
It was reported that the customer dropped their insulin pump, and not the drive support cap is loose. Troubleshooting occured. No additional information was provided.